Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with signal artifact noted on the patient's right atrial lead. The lead was capped on (B)(6) 2024. No patient consequences were reported.